Manufacturer narrative:
Other text: additional information provided in h6 and h10. Device evaluation: event history log showed that there was a record of the high-pressure alarm occurred continuously after power on or during operate between april 5 and 19, 2023. Functional tests were performed and the reported issue could not be confirmed. The occlusion detection level of the dso sensor was within the standard. The cause of the reported problem is unknown. Product is beyond a year from manufacture date of 2019-11 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified the device was in for service on (jul - 2021) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a high pressure" alarm went off. The cassette used in combination with the pump. No patient injury.